Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 550cc cpx4 with suture tabs medium height smooth expander experienced right sided deflation post procedure. As a result, patient underwent unilateral removal and replacement with a 550cc cpx4 with suture tabs medium height smooth expander on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/25/2020. Device evaluation summary: according to the information reported, a deflation occurred in a tissue expander. Upon visual evaluation of the sample, a tear was observed at the union between the shell and suture tab at 6 o¿clock position. The shell of the device was observed blue. Microscopic examination was performed, and the cause of the rupture could not be identified. Device colored in blue is due they used dilute methylene blue in the expanders to detect early leaks. Manufacturer¿s reference number: (B)(4).